Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the balloon and cannula bond was incomplete due to manufacturing and made the balloon more susceptible to detach from the cannula when force was applied. However, the exact root cause could not be determined.

Event description:
Procedure performed: hernia surgery event description: complaint 1 of 2: 2024-000270 (MFR report # 2027111-2024-00387). Complaint 2 of 2: 2024-000288. When dr [name redacted] wanted to introduce the balloon within the abdomen, this one splitted up from his support and went into the abdomen of the patient additional information received from applied medical representative via teams on 29jan24: I confirm you that the issue happened in two different surgeries. The details of both surgeries are the same. Patient status: he is doing fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: hernia surgery. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When dr [name redacted] wanted to introduce the balloon within the abdomen, this one split up from his support and went into the abdomen of the patient. Additional information received from applied medical representative via teams on 29jan24: I confirm you that the issue happened in two different surgeries. The details of both surgeries are the same. Patient status: he is doing fine.